Event description:
Three hrs into treatment, pt complained of abdominal pain and vomitted. Labs were drawn and hemolysis was confirmed. Pt was admitted to the hosp later in the day. Pt was diagnosedd with acute pancreatitis. Pt has returned to baseline. Water system and concentrate checks were in spec.